Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Subsequently the device entered in safety mode. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Subsequently the device entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device:

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.additional information was added to the following fields to capture the explant of the device:b1: adverse event/product problemb2: outcome attributed to adverse eventb5: describe event or problem fieldd6b: explant dateh1: type of reportable eventh6: impact codes

Event description:
It was reported that this implantable pacemaker exhibited noise, oversensing and high out of range pacing impedance measurements. Due to this a lead safety switch was triggered. Subsequently the device entered in safety mode. Replacement of the device was recommended. This device was replaced and returned to boston scientific for evaluation. No further adverse patient effects were reported.